Event description:
The manufacturer received information alleging a ventilator smelled hot. The patient allegedly was admitted to a hospital and was diagnosed with lung damage following the reported event. The ventilator was evaluated by the durable medical equipment supplier (dme) who provided the device to the patient. The dme tested the ventilator and found it to operate as designed. The dme could not detect any odors coming from the device. The dme confirmed the patient has since expired due to her underlying condition, amyotrophic lateral sclerosis (als). The ventilator was returned to the manufacturer for further evaluation. The device passed all testing and was found to operate and alarm as designed. The alleged odor could not be confirmed or duplicated by the manufacturer. A review of the ventilator's downloaded event log confirmed no malfunctions or high temperature conditions occurred with the device. The manufacturer concludes the ventilator did not cause or contribute to the reported event.